Event description:
It was reported that during a low anterior resection procedure, the stapler was fired but the staples did not completely form and the anastomosis pulled apart. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete firing cycle. Additional information was requested and the following was obtained: surgeon is on vacation as is the scrub tech, so unable to discuss with them. According to the surgery director, the staples deployed with the legs straight and unformed. The surgery director said the case was completed with another 33mm circular stapler with no issues. I was able to look at the stapler. The plastic washer in the anvil head is intact. No more information is available. The instrument is covered with feces, so request the return packaging be sent asap. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.